Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture leading to stem subsidence. An accolade ii stem, biolox head, and 36f liner were revised to another 36f liner and competitor head and stem. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.